Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm (p/n: 357.403, lot number: u223333) was received at us cq. Upon visual inspection, the distal end of the drill bit has some pieces broken off. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal end has pieces broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 357.403. Synthes lot number: u223333. Supplier lot number: u223333. Manufacturing site: synthes monument. Release to warehouse date: mar 16, 2015. Supplier: orchid unique. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 24, 2020 the stepped drill bit cannulated large quick coupling was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).